Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was received and reviewed. Complaint of receiver initializing screen without manual restart could not be confirmed through the logs. The reported event cannot be confirmed. The root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The complaint of the receiver displaying the initializing screen without a manual restart was not confirmed. A root cause could not be determined.